Event description:
With the release of versions 1.6 and 1.61 of immulite 2000 software, a new feature was implemented for use when batching tests by sample rack. The new feature allowed the operator to manually dilute a batch of samples off of the instrument and then enter the dilution factor into the instrument software when the samples are run, so that the instrument would apply the appropriate numerical correction to the results, to account for the manual offline dilutions did not apply to samples that were batched. As implemented, this new feature did not appropriately correct for the manual dilution factor as entered by the operator. The reported result would always be a value lower than would be correct. This error only applies to manual dilution factors and only when samples are run using the batch tests by rack feature. All automated dilutions made by the instrument are properly handled, as are manual dilution factors entered for samples not run using batch tests by rack.